Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the nurse call connection is loose and intermittent. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 03dec2018. Date rec¿d by MFR: 30nov2018. Philip's technical services advised the customer to perform testing on the device per the service manual. Numerous attempts were made to obtain information regarding the repair of the device, however, no response was received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.